Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed that 7 applications were performed with the balloon catheter on the date of the event. System notices had occurred indicating that there was a problem with the injection process (#(B)(4)) in the first application and the system detected a software error and stopped the injection (#(B)(4)) through multiple applications. After restarting the console, more applications were completed with the same catheter without any issue. Failure file confirmed system notices there was a problem with the injection process (#(B)(4)), the system detected a software error and stopped the injection (#(B)(4)), the safety system detected fluid in the catheter and stopped the injection.(safety system has detected fluid in the catheter and stopped the injection (#(B)(4)) and the system detected a refrigerant leak during balloon inflation (#(B)(4)). Visual inspection of the balloon catheter showed traces of blood inside the inner balloon. A dissection/ pressure test showed a guide wire lumen breach 0.587 inches proximal from the tip. In conclusion, the catheter failed the returned product inspection due to a guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, system notices had occurred indicating that there was a problem with the injection process and the system detected a refrigerant leak during balloon inflation. Also, the balloon was deflating earlier than expected. Another system notice was received indicating that the system detected a software error and stopped the injection. The cable was replaced and a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was replaced and another indicating that the system detected a software error and stopped the injection. The console was rebooted multiple times with resolve. The procedure was completed with cryo. Technical service was notified of the issue and a service visit was recommend. The balloon catheter was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: also, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.